Event description:
During cryoablation procedure, it was reported that the catheter couldn't "plug" the pulmonary vein due to patient anatomy. The catheter was replaced and the cryoablation procedure was successfully completed. There were no patient complications. Reportable based on analysis completed 05/15/2015.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 5 injections. The catheter failed the performance test due to system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection). Dissection / pressure testing showed a guide wire lumen kink at 0.84 inches proximal from the tip and also revealed a guide wire lumen breach at 1.36 inches from the tip. Injection line was also kinked inside balloon segment.